Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated serious bodily injuries, including but not limited to, foreign body reaction, erosion, exposure, urinary problems, and other injuries.